Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code - e1803 nodule labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a patient underwent an unspecified breast surgery with mentor memorygel breast implant 300cc gel breast prostheses and suffered several unexplained systemic symptoms, including pain, loss of function in arms, inflammation, cognitive dysfunction, breast pain, muscle pain and weakness, neuropathy in both arms and hands, loss of balance and coordination, food allergies, ear ringing, vision loss, headaches, jaw and tooth pain, dry eyes, dry mouth, dry skin, dry hair, hair loss, and arthritis-like pain in thumb joints. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation on (B)(6) 2024. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2024-04415 for the report for the patient¿s left breast prosthesis.